Manufacturer narrative:
The technician found the d-pin was missing and the siderail bracket was bent. The technician replaced the d-pin and the bracket to repair the bed.

Event description:
Information received indicates the siderail is hanging on the bed by the two outer siderails and will not go up into the latch position.